Event description:
Patient's spouse called in 2002 regarding the patient's one touch ii meter, alleging that the meter was giving inaccurate high readings. Patient was hospitalized and treated with low blood sugar. On the morning 3 days ago, patient got a reading of 130 mg/dl. Patient felt like they had the flu and "had really bad stomach cramps." Patient did not think that it was their blood glucose due to the "normal reading" they got of 130 mg/dl. Patient's spouse took the patient to the ER where their blood glucose was 32 and 43 mg/dl. Patient was started on IV glucose and was admitted to the hospital for low blood glucose for 3 days. Patient was released. Patient's spouse found out that they were using expired test strips (expired 12/01). No further information has been reported.